Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) stated that the customer had followed the knowledge article and confirmed that, since the station data synchronization was successful, the issue had been resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ es server, a data synchronization issue occurred, data failed to download, and partial data was being cleaned up. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.